Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time. Batch # unk.

Event description:
It was reported that during a hemorrhoid proctopexy procedure, the surgeon reported, "the anterior line staple with gage is facing up." The device worked okay, and was used for the procedure without consequence. No patient consequences were reported. Device has been discarded.